Event description:
It was reported by the customer that the pyxis anesthesia es system drawer failed and was not detected on the communication bus during the middle of a laminectomy procedure. The users had the medication they needed, propofol, prior to the failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, e3, g1, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failure was due to a pyxibus cord being disconnected on rear. A field service engineer reconnected the pyxibus cord to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a pyxibus cord being disconnected in the rear. A field service engineer reconnected the pyxibus cord to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer failed and was not detected on the communication bus during the middle of a procedure. During the device investigation, a field service engineer stated that the users were not prevented the required medications from accessing and they needed prior to failure. The required medications were propofonol and a laminectomy. There were no adverse events or injuries reported based on this event.